Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was moderately angulated aortic neck (45 degrees). It was reported that the stent graft was placed higher then intended. The stent graft completely covered the left renal artery. The physician attempted to pull the stent graft down with an angioplasty balloon, however, was unable to due to the angulation of the aortic neck. Since the left renal artery was completely covered by the stent graft the physician was unable to place a renal stent in the left renal artery. The right renal artery has good perfusion. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results: incorrect technique/procedure (grafts were inaccurately delivered by the user). Patient's condition affected effectiveness of device (moderately angulated aortic neck). Inherent risk of procedure (occlusion). Device failure lack of effectiveness related to pt condition. Other secondary intervention.